Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent catheter and placed the stent. The physician removed the stent catheter and inserted the aspiration catheter and separated the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician attempted to re-inflate the occlusion balloon; however, it deflated unexpectedly. The device was removed and the case was completed successfully.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.